Manufacturer narrative:
At this point, it is unknown if the device will be returned for evaluation. However, should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
As reported, the evis exera iii video system center experienced a b30 scope communication error. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information that the customer intends to send the scope in for repair, it is likely there was no anomaly with the subject device and that there was a problem with the scope.